Manufacturer narrative:
During the visit on site the field service engineer (fse) could replicate the issue. The fse replaced the eye tracker camera. The system worked normally without eye tracker losing the pupil. The system meets specifications per service installation record (sir). The root cause cannot be identified conclusively because no sample has been received. A possible root cause can be a defective eye tracker camera. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the eye tracker lost the pupil during treatment and prior to treatment while performing fluence test. Additional information requested.

Manufacturer narrative:
During the visit on the site the field service engineer (fse) could replicate the issue by tapping on the eyetracker camera. The fse replaced the eyetracker camera. The system worked normally without eyetracker losing pupil. The system meets specifications per service installation record (sir). The eyetracker camera was received and failure investigation was performed: visual inspection of the eyetracker camera shows no damages. The lens is very clean. So a reduction of pupil detection by pollution could be excluded to the greatest possible extend. Malfunction could not be reproduced during investigation. The fse reported that he could induced the reported problem by tapping on the eyetracker camera. So a contributing factor could be the camera was not attached tightly enough. No malfunction with eyetracker camera could be confirmed. The root cause is unable to verify clearly. The manufacturer internal reference number is: (B)(4).